Event description:
Wayne pneumothorax tray utilized for pneumothorax treatment obturator left within the pigtail not recognized by the medical provider due to appearance of connector on the end of the obturator. Seldinger method - tray.